Event description:
Inop noted by nurse. Stated screen was showing delivered tidal volume of 50cc. Therapist stated vent alarming then shut down. Pt manually ventilated while vent replaced. Vent settings at time of event: assist control rate 10, tidal volume 750, 60% o2, peep 5.